Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant product: 5076 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) did not meet expected longevity. It was noted that left ventricular (lv) thresholds were high. The device was explanted and replaced. No patient complications have been reported as a result of this event.